Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The next day, the patient was hospitalized for the event. The patient was treated with meropenem injection (1g, frequency, route, and duration not reported), amikacin injection (125 mg, frequency, route and duration not reported) and heparin injection (2 ml, frequency, route, and duration not reported) for peritonitis. Dianeal therapy was ongoing. The outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.